Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that a patient had her precision system explanted. The patient's implanting physician had no additional information regarding the explant.